Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used a 45mm blue charge. No default seen intra-operatively. Post-operatively, there was a leak of gastric liquid with serious sepsis. There was a need of hospitalization with endoscopic drainage. Antibiotics were given and prolonged therapy will be needed for at least three months. Leakage at j6 was noted.